Manufacturer narrative:
Correction: the correct model # is ci24re (st) not ci24r (st) as originally reported. This report filed december 7th, 2015.

Event description:
Per the clinic, the device was explanted (B)(6) 2015, due to pain at the implant site and intermittencies with device use.